Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 691431002. Model/catalog description control pump fgs iz. Model number/catalog number 72400024 serial number null batch/lot number 692249014 model/catalog description balloon fgs 61-70 cm. Product investigation: cuff: product investigation complete. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded there was a leak in the cuff shell causing fluid loss that was the result of a sharp instrument which probably occurred during explant. Inspection of the remainder of the device presented no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the cuff leak was attributable to the damage from a sharp instrument that can occur during explant. Based on the results of this investigation, no escalation is necessary. Pump: product investigation completed. The ams800 control pump was visually and microscopically examined, and functionally tested. No leaks were found. The pump failed resistor flow test at 0.29 ml/min. It did not perform within the product specifications (0.4 to 0.9 ml/min). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the results of this investigation, no escalation is necessary. Supplemental report will be submitted on primary complaint. Balloon: product investigation complete. The balloon was visually and microscopically examined. There was a leak in the balloon kink resistant tubing (krt) that is consistent with tool damage that likely occurred during explant. Functional testing was not performed due to the leak. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent a replacement surgery in which the existing eight year old aus was removed and a new aus was implanted. There were no device malfunction associated with any of the explanted components. The patient did not experience any additional adverse events and was said to be good after the procedure. Product investigation complete. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded there was a leak in the cuff shell causing fluid loss that was the result of a sharp instrument which probably occurred during explant. The pump was visually and microscopically examined, and functionally tested. No leaks were found. The pump failed resistor flow test at 0.29 ml/min. It did not perform within the product specifications (0.4 to 0.9 ml/min). The balloon was visually and microscopically examined. There was a leak in the balloon kink resistant tubing (krt) that is consistent with tool damage that likely occurred during explant. Functional testing was not performed due to the leak. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 691431002, model/catalog description: control pump fgs iz. Model number/catalog number: 72400024, serial number: null, batch/lot number: 692249014, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent a replacement surgery in which the existing eight year old aus was removed and a new aus was implanted. There were no device malfunction associated with any of the explanted components. The patient did not experience any additional adverse events and was said to be good after the procedure.